Event description:
It was reported that the motor drive unit was not working. Since this issue was noticed during surgical set up, there was not patient involvement. Results of investigation have concluded that this unit had a jammed motor and blade stall error which makes it a reportable event.